Event description:
A report was received that the patient¿s scs system was causing discomfort. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description:linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.